Manufacturer narrative:
Device passed a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or a21 alarm noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 111 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. Customer reported that the insulin pump alarm again. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.